Event description:
Customer found strip pads in the strip provider module (spm).

Manufacturer narrative:
Customer reported finding 4 strip pads in the hopper of the strip provider module (spm.) Although customer could not identify any particular pt results, missing pad provides negative chemistry results. It is unk if the pads came off during or after the pt samples were run. There were no reports of change to pt management. Customer was provided a new set of strips. The reason for loose pads is under investigation.